Manufacturer narrative:
The insulin pump received with damaged cow catcher. The insulin pump passed functional testing. No charge anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 7.8 mmol/l and the minilink was malfunctioning. It was not charging and was not connecting to the sensor. Nothing further was reported.